Manufacturer narrative:
Per good faith effort gfe) response, the device has been dispositioned and is no longer in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding at the bottom of the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that the touchscreen was not responding at the bottom of the screen. The remote service engineer (rse) provided the customer with the part identification (ID) of the replacement touchscreen for repair. Investigation is ongoing.